Manufacturer narrative:
Other relevant device(s) are: micra, model #: mc1vr01-delsys / expiration date: 14-aug-2020/ serial#: (B)(4), device available for eval: no. Dev rtn to MFR? No. Mfg date: 02-apr-2019, labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), the device was unable to be recaptured back into the delivery system despite multiple attempts. Finally, the tines gave way, and the ipg was pulled out. The delivery system was observed with a tangle in the tether. A new device was requested. No patient complications have been reported as a result of this event.